Event description:
It was reported that during implant the lead had an insulation breach. Another lead was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned and analyzed. There were no anomalies found, there was blood in/on the helix mechanism and proximal conductor (non-obstructed), the outer insulation was breached/cut, and damage occurred at implant. The analyst noted that the lead was returned with breached cuts on the outer insulation and blood under the proximal coil which was most likely from implant.